Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient; other relevant device(s) are: product ID: 3037, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal /pelvic floor therapy. It was reported that the patient programmer did not power up. The patient changed the batteries in the programmer, but it did not resolve the issue. The patient also reported that her implant was not working because she was peeing her pants every 5-10 minutes and had no symptom control. The patient was upset because she could not adjust her therapy without the programmer. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the interstim device would not turn on. It was noted the patient was transferred to patient services on (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.